Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal./pelvic floor reported poor communication between the ins and the patient programmer (pp). The pp was able to communicate without the antenna connected, the patient was sent a new pp. The patient also reported not being able to adjust the stimulation, however it was determined that the ins was turned off, after turning the ins on stimulation could be adjusted without issue. The patient reported that he "has trouble peeing," and will also get the urge to urinate and will "almost pees in his pants." Additionally the patient reported uncomfortable stimulation. In a later phone call ((B)(6) 2016) the patient reported that therapy has not improved his urinary symptoms and increasing the stimulation from 0.5 to 0.6 v did not provide relief. The patient was advised to follow-up with his healthcare provider.